Event description:
The healthcare provider reported via the manufacturer representative that the lead and guidewire were bent in new packaging. The package looked normal with no exterior damage. A new lead was opened to replace the bent one and the issue was resolved at the time of the report.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.